Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having issues with charging the ipg and could not turn it on. The patient underwent a revision procedure wherein the ipg was replaced and a new lead was added. The patient was doing well postoperatively. Explanted device will not be returned.